Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of event. Most recent onsite visit from field service engineer (fse) was on fourth march twenty-twenty three, fse (field service engineer) performed and signed service installation record (sir). System meets specification as per sir (service installation record). During onsite visit the field service engineer (fse) replaced shutter and shutter two board. Field service engineer (fse) performed system verification as per sir (service installation record). The review of logfile for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The energy was stable during the whole day. The ablation test was performed successfully and without problems, but the ablation test image is blacked out because the microscope illumination was not turned on, therefore the ablation test image does not show any steps between the orientation lines. The logfile shows one successfully performed treatment. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was aborted by device before side cut. The error message displayed as shutter two does not open/close within the preset time. Press ok and follow instructions. Finally, turn key switch to off and call service!¿ appeared. No relevant deviation between planned and performed energy (for bed- and canal-cut) is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with incomplete side cut during surgery in the left eye. Laser was stopped firing at ninety percentage due to shutter two does not open and close within present time, which lead to incomplete side cut and surgeon decided to postpone the surgery. Additional information received stated surgeon re-treated this eye successfully.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).